Manufacturer narrative:
Additional manufacturer narrative: the reported stenosis and regurgitation cannot be confirmed without device evaluation (remains implanted). However, it is likely that the patient's age, medical history and disease stage may have contributed to this event. There is no information to suggest a device quality deficiency related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a patient with an edwards aortic bioprosthetic valve implanted 26 months ago underwent an implant of a transcatheter aortic valve (tavr), using a valve-in-valve procedure. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Event description:
It was learned that this valve was replaced due to aortic stenosis and regurgitation after an implant duration of approximately two (2) years. The patient is a (B)(6) female with history of IV drug abuse, smoking, cad, lupus, anemia, gastritis, right atrial thrombus, and fibromyalgia.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.